Event description:
It was reported that during a lap supracervical hysterectomy, the handpiece was flashed sterilized, not allowed to cool and gave an error 4 overtemperature error. The dr decided to use a competitive device to complete the case with no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.